Event description:
On (B)(6) 2011 pt, reported he has been getting kinked cannulas all day today causing elevated blood glucose readings. Pt stated his elevated blood glucose readings have been around 470 mg/dl. Pt's normal blood glucose readings are around 120-160 mg/dl. Pt reported he is self treating by bolusing. Pt stated he has not had to seek outside medical attention. Pt reported he changed his infusion site today and check his blood glucose readings 2 hours later. Pt stated he noticed his blood glucose readings were elevated, so he removed his infusion site and noticed the infusion set cannula was kinked. Pt was not aware of the recall. Pt reported he has been monitoring his blood glucose readings and has not seen a decrease in his readings all day. Pt stated he has had 3-4 infusion sets with bent cannulas today. Pt reported this is the first time he has ever experienced this with the infusion sets. Pt stated all 3 infusion sets he has removed today have been kinked. Pt reported he noticed some leaks when he pulled the infusion headset out. Pt stated he noticed the concern 2 hours after changing his infusion site. Pt uses the insertion assist plus device. Explained the infusion set recall. Pt is currently not at home. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was professional and requested return of the alleged product for eval.